Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6(investigation findings and component codes).

Event description:
N/a.

Manufacturer narrative:
Due to character limitation e1 ( event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use the cardiosave intra-aortic balloon pump (iabp) issued an alarm indicating a high system temperature. The user immediately stopped using the device and replaced it with a spare unit. No injuries were reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched at the site to evaluate the unit, on-site inspection of the device and fault code log at the hospital confirmed the customer's reported fault. The scroll pump was replaced as it was expired. The device passed pre-use inspection. The device passed all factory-specified performance and safety tests. The device has been delivered to the customer and is ready for clinical use.

Event description:
N/a.